Event description:
The customer reported receiving erratic readings on their abbott diabetes care device. It is unknown whether the customer noted a trend arrow on the device. The customer reported receiving readings of 6.30 mmol/l, 6.20 mmol/l, 20.00 mmol/l, 6.10 mmol/l, and 6.00 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.